Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation the device experienced false upstream occlusion which was reproduced. The cause was identified to be that the ultrasonic sensor was out of specification and failed calibration. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed upstream occlusion. No additional information is available.